Event description:
It was reported that the patient was in ventricular tachycardia and received shocks to break the rhythm. It was also reported that the right ventricular (rv) lead was oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed. The ventricular short interval count (v-sic) equal to 463.5 counts average per day, in 40.15 days, between (B)(4) 2011 12:22:31 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.